Event description:
It was reported by service report that with weight on the cot it will not activate the raise lower lock. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Eval results: lock tube weldment.